Event description:
It was reported that during an operation in theatre 1, the lower glass pane of the surgical light polaris 100 (manufactured in 2018) fell off; however, the pane did not fall into the operating field. No persons were injured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during an operation in theatre 1, the lower glass pane of the surgical light polaris 100 (manufactured in 2018) fell off; however, the pane did not fall into the operating field. No persons were injured.

Manufacturer narrative:
The investigation was based on the evaluation of the information provided, including photos. On the basis of this, the reported falling of several system components of the affected operating light could be reconstructed. The root cause was identified as a faulty conversion of the central handle system of the operating light (assembly error). The conversion from the new to the older type of sterilizable dräger reusable handle using conversion kits provided for this purpose was carried out by dräger service on site during the installation of the light system. The service technician carried out a faulty conversion and did not check it after completion in accordance with the test instructions. The product concerned should not have been put into operation in this way. The responsible service technician was involved in the communication and was made aware of the facts and the cause of the error in the course of the investigation. Other installations in the affected house showed a comparable error pattern. The affected installations were reattached on site by the customer himself and provided with a loctite screw lock. The customer was advised by dräger that the affected handle systems must be checked for tightness in the meantime until the installation correction is implemented. The limited stability of the handle is directly and immediately recognizable (technician, user). A comparable, systematic loosening of this type is not known from other installations / conversions to date; a design and/or production fault was not identifiable in the course of this investigation. According to iec 60601-2-41 for the operation and safety of surgical lights, it is necessary to maintain a redundant light system to ensure the uninterrupted completion of a surgical procedure. The product's instructions for use also specify that operational readiness must be checked before each use. Due to the error characteristics of the present assembly error, this is an individual case; the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.